Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip where the customer reported that when the patient was preparing for tapping and needed to turn over, the connection was broken and blood from the patient line spattered onto the face and body of the nurse (who was wearing an isolation gown). It is unknown when the event occurred. That there was no concomitant drug and concomitant device involved. That there was blood loss but no bleed back noted. The device was not reprocessed/re-sterilized. There was patient involvement but no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one used 011-ct1100 smallbore ext set w/microclave for inspection. The female luer adaptor was missing from the tubing. Examination of the tubing showed an uneven surface, indicative of a tubing break. The tubing outer diameter was measured and met product specifications. The length of the tubing was measured and was found to be slightly shorter than designed. The missing female luer adaptor likely had the remaining portion of tubing still bonded inside. The reported complaint can be confirmed. The probable cause is due to an unintentional pulling force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.